Event description:
It was reported that the device has delivered inappropriate shocks during svt. The egms showed that atrial flutter with rapid ventricular response triggered therapy. Noise was present in stored ams episode and could be reproducible when the patient performed isometrics. Reprogramming was recommended.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.